Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
This was reported as an arteriotomy closure of the right common femoral artery with a prostyle device using a small-bore sheath after a neuro intervention procedure. Reportedly, after deployment (steps 1-4), the device could not be withdrawn from the patient anatomy. The lever was opened and closed, however, the device remained stuck. The suture was cut in order to free the device. It was noted that the suture did not release from the o-ring [suture bearing]. A new prostyle device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The malposition of device and the entrapment are related to the case circumstances and cannot be replicated in a lab environment. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed an indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed an indication of a lot specific issue. The cause of the difficulties is related to a potential product quality issue due to excess adhesive in the suture bearing. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. Additional information: d4 - model # added. Corrections: d1 - brand name updated. D2a - common device name updated. D3 - name updated. D3 - address, city, postal code updated.